Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she believed the insulin pump was not functioning properly. Customer stated that her blood glucose level is stable at night, but tends to get high during the day. Customer reported having a blood glucose level of 549 mg/dl earlier in the day of the call. Customer stated that she self treated and was able to lower her blood glucose level to 351 mg/dl at the time of the call. Troubleshooting showed that the insulin pump was functioning properly. No further information was provided.